Event description:
Account reported incident with 4 y/o pt in which during insertion of device, "plastic cannula curled. The device was removed and it appeared that a piece of the plastic cannula was detached. Pressure to the vein was applied, md assessed arm, x-ray of hand and chest obtained." Account further added that chest x-ray and left forearm x-ray did not reveal any "foreign body".